Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the physician noticed an unusually large angulation towards the end of the right ventricular lead. The angulation was not due to the stylet, as it was present regardless of whether the stylet was inserted or not. It was also noted that the distal end of the distal coil was odd looking. The physician did not want to implant this lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.